Event description:
(B)(4). Event occurred in the united states. The patient reported that at night, she woke up and saw that the tubing had detached from quick release. No further information available.